Event description:
It was reported that the device was used during an unknown procedure. The nurse stated device gave off a solid tone. The handpiece was retorqued and test tip was used. No further information given. Opened another device to complete the case. There was no consequence to patient.